Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was attempted but not used during implant. The helix would not attach to the atrial wall after multiple attempts and position changes. Another lead was attempted and successfully attached to the atrial wall. No patient complications have been reported as a result of this event.